Event description:
It was reported that an edwards' model 2800-25mm aortic bioprosthetic valve was explanted after an implant duration of 95 months due to stenosis. The operative report indicated, "the previously placed valve was found to have frozen almost petrified pericardial leaflets". Findings indicate leaflets were calcified. The patient's valve was replaced, tolerated the procedure well, and transferred to ICU in critical condition.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The explanted device has been requested but not yet received; therefore, the reported calcification could not be evaluated or confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The medical history of this patient has not been provided. The information suggests no quality deficiency during the manufacture of this device that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation summary: the received valve exhibited calcification in all three leaflets, as evident in the x-ray. Calcification was heavy at the cusp area and moderate to heavy at the free margins. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth was also noted onto leaflet 3 at the outflow aspect. It encroached onto the leaflet by approximately 8mm. Host tissue curled the free margin of leaflet 3 towards the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by 4mm. Host tissue was moderate to heavy at stent inflow and moderate at the stent outflow. Device evaluation confirms extensive calcification and host tissue overgrowth (pannus), as the primary causes of the reported stenosis leading to this explant. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
The received operative report of 2004 indicates no complications during implantation of the subject bioprosthesis.